Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the upper and lower cases were broken and contaminated, the battery contacts were compressed and contaminated, the lead flex cover, main seal, battery drawer, battery drawer o-ring, atrial output connector and battery release were contaminated, the bail cover, ring cover, bail and the ring were missing. (B)(4).